Event description:
It was reported that following the placement of an advance sling, the patient experienced a worsening level of incontinence. The patient was implanted with a different continence device on (B)(6) 2017. No further patient complications were reported in relation to this event.